Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose up to 310 mg/dl while wearing the pod between 37 and 48 hours. The patient reported that although the cannula initially inserted into the skin, it was no longer visible upon the pod removal from the infusion site (arm). The cannula had retracted, indicating a needle mechanism failure. The patient was able to resume treatment.

Manufacturer narrative:
In the case description the user states that the pod did not deliver any insulin leading to hyperglycemia, and the cannula was not visible after pod removal. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data does not show any timeouts or drive stalls during the run and no issues were observed that would indicate a failure of the pod to deliver insulin. The needle mechanism was reset and found to deploy properly. The device successfully completed multiple boluses (excluding the priming sequence) and therefore is found to function as intended. Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The patient history buffer (phb) data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs.